Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in peru. On 24-jun-2024, it was reported that the patient faced infusion set was crimped at abdomen. The patient also reported that he got a bent cannula issue during insertion. No further information available